Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed due to severe aortic valve stenosis. A 19 mm trifecta valve was implanted. The patient had undergone routine follow-up every 6 months since discharge. On (B)(6) 2016, pulmonary edema and severe cardiac insufficiency were confirmed. A transthoracic echocardiogram (tte) revealed aortic regurgitation and a re-do avr was performed. The trifecta valve was explanted and replaced with a 19 mm carpentier-edwards perimount magna ease aortic heart valve. Upon explant, the right coronary cusp was noted to be almost torn away from the stent post at the commissure between the right coronary cusp and left coronary cusp. The patient is reported to be stable.